Event description:
It was reported that the patient experienced a hypoglycemia event while using the ilet with a dexcom g7 sensor, with an initial reported blood glucose of 76 mg/dl from capillary testing after the caregiver administered four glucose tablets; sensor glucose displayed 82 mg/dl, and a subsequent fingerstick measured 104 mg/dl, after which the caregiver calibrated the ilet. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution after oral glucose administration and education, with no alarms, no hospitalization, and no injury reported. Investigation included review of device use and counseling on proper hypoglycemia treatment and timing of rechecks, as well as guidance to obtain a fingerstick and calibrate. Investigation of this case revealed that the device functioned as designed, the event resolved with standard treatment, and that the patient does not routinely announce meals and relies on the ilet to correct glucose levels, which can contribute to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.